Event description:
It was reported that the bd neutraclear¿ needle-free connector has nutrition around the orange rubber. The following information was provided by the initial reporter, translated from dutch to english: there is nutrition around the orange rubber.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair lgl. This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed device expiration date: unknown. Device manufacture date: unknown.